Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va0v2av, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was pain, uncomfortable stimulation, and overstimulation. The therapy was confirmed to be on. No trauma/falls reported that could be related to this issue. Decreasing amplitude does not eliminate the uncomfortable stimulation. The patient was at 1.6. Decreasing to 1.0 made the feeling less intense. Patient services had caller take the patient down to 0.0. Patient said it was better but that he still felt it. Turning the stimulation off does not stop the sensation. No return in urinary/bowel symptoms. The patient was not increasing the stimulation even with good symptom control. Symptoms reported was burning sensation in the groin area. This was consider a sudden change in therapy/symptoms. The indication-for-use (IFU) were urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information received from the patient reports many attempts were made to cut down the many trips at night to the bathroom. The patient was still trying.